Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation determined that the reported difficulty advancing the device and balloon rupture appear to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the balloon dilatation catheter (bdc) interacted with the moderately tortuous and moderately calcified anatomy resulting in the reported difficulty advancing the device and subsequently the balloon became damaged and ruptured during inflation. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a moderately calcified and tortuous lesion in the right coronary artery (rca). Reportedly during a 4.00x8mm nc trek neo balloon dilatation catheter (bdc), was used for dilatation; however, during the first inflation the balloon was noted to rupture at 18 atmospheres. Another nc trek bdc was used and the procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.